Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation and an inoperable ipg. The patient reports that they stopped using the system following another spine surgery that relieved their pain. However the ipg is now inoperable. As a result, the patient may undergo surgical intervention to address the issue.